Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the injector plunger overrode and tore the haptic. The lens was removed with no patient injury, no enlarged incision or sutures. Another same type lens was implanted. The reporter stated the surgeon did not use the manufacturers injection system with this model lens, the surgeon used a competitor's injection system.